Event description:
Additional information received reported that the patient was reprogrammed four times without success, and quit going to the appoint ments. It was noted that the patient could not drive.

Event description:
Additional information received reported the manufacturer representative reprogrammed the implantable neurostimulator for better coverage. Patient outcome was not provided.

Event description:
It was reported that the patient never had therapeutic effect since implant. The patient stated that he had gone to an unnamed physician who told him "it is out", but the patient did not know what that meant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).